Manufacturer narrative:
No patient information obtained since this event involved the physician during the case.

Event description:
Physician was using laser in a procedure for lead extraction. In the process while manipulating laser sheath, cord on sheath fractured at the hub where it meets the sheath itself. Physician then quickly removed hand then realized that he was burned and his surgical gown had been burned also. The coating was not intact and fibers were exposed at the proximal end next to the coupler that mates with the excimer laser system. The physician reported a microscopic blister on his hand requiring no treatment. The team immediately proceeded in completing the case with a 14f glidelight sheath. No reported harm to patient. This event is also being reported due to the potential for exposure to manufacturing materials as well as inadvertent exposure to laser energy/radiation.